Manufacturer narrative:
.

Event description:
Customer reported issues with the insulin pump. Customer states that there are no delivery alarms. The blood glucose reading is 01 mg/dl. Nothing further reported.